Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the subject device gave error e102 which indicated the subject device was broken down, also the examination lamp failed and the emergency lamp lit up. The service department of olympus europa se & co. Kg (oekg) checked the subject device and could not duplicate the reported phenomenon, however the service department of oekg found that there was a lot of dust on the ventilation grills and non-olympus examination lamp had been installed with inadequately fixation. There was no report of patient injury associated with the event.